Event description:
It was reported that during initial setup of the ilet system, the user observed leaking at the connection where the infusion tubing screws into the pump adapter, noting the fitting felt loose; the user then restarted with new supplies and confirmed proper priming with visible drops, after which the issue did not recur. Customer care provided assistance with the ilet set up process. Investigation of this case revealed that the connection was likely insufficiently tightened during assembly and resolved with replacement supplies and correct setup technique. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, and no hospitalization. It was concluded that user technique was the most probable cause, with the device functioning as expected after re-setup.